Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 54740006540 and # 54740006545. (B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840006540 and 54840006545, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1 to treat spinal canal stenosis. Sometime post-op it was found that the screw loosened at s1 and the patient has pseudoarthrosis as well as a fracture line in the patient¿s pelvic surface. The patient reported having pain. The patient underwent a revision surgery. No additional information is available at this time.